Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a novasure procedure the physician observed a hole in the ablation array after the ablation was completed. The caller is unaware of any patient injury or negative impact to patient health. The caller did not confirm if there were any fibers within the patient. No additional details available at this time.

Manufacturer narrative:
Upon visual inspection of the returned device, a hole was observed on the bottom side of the array near the proximal array end. This was most likely caused by excessive longitudinal retraction force exerted on the array after the procedure, resulting in abrasion of the array against the external sheath distal tip. An indent was found in the sheath where the array got caught and distorted it. As this damage presumably occurred post-ablation, the device ablation profile would not be impacted. This observation will be monitored and trended.